Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Additional investigation was performed by product analysis on (B)(4) 2012.

Event description:
It was reported that on (B)(6) 2011, the patient's blood glucose level rose above 600mg/dl. The patient's mother indicated that the infusion set had come out of the site and she did not notice until his blood glucose was above 600mg/dl. The patient's mother changed the infusion set and gave a correction bolus.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed that the data from the date of the complaint had been overwritten due to continued patient use. As a result, investigation was unable to adequately investigate the original blood glucose excursion complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values through the date last used. The data available did not reveal any unusual usage alarms or warnings and no activity related to the complaint. An ez-prime function was performed successfully without difficulty. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to confirm or duplicate the complaint due to overwritten black box data.